Manufacturer narrative:
The device was not received for evaluation at the time of this report; therefore no physical analysis of the device can be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The device instructions for use under the preparation for use section states, "inspect and prepare the catheter to be used according to the manufacturer's instructions. This includes flushing the catheter to be used with a saline solution." The device instructions for use also states under the precaution section, "free movement of the guidewire within a catheter is an important feature of a steerable guidewire system because it gives the user valuable tactile information. Test the system for any resistance prior to use." At this time it is not possible to assign a definitive root cause for the event as reported. Based on the information provided to date, clinical and/or procedural factors appear to have impacted on the event as reported. The patient information was not provided. If there is any further relevant information provided, a follow up medwatch report will be filed.

Event description:
It was reported that they stented the left renal, they were trying to post dilate the left renal with a larger balloon and the balloon just got stuck on the wire, it would not go anywhere. They do not know if the wire was bent or not, the physician was not really concerned he just said just send it in. It was a very heavily calcified vessel. The post dilation was finished using another of the same devices. They took another wire and another balloon and there were no issues. No complications to the patient.

Manufacturer narrative:
Device evaluation: as received, the specimen consists of one 300-018 short taper g.w.; returned lodged within the balloon device, coiled loose and double-bagged within "zip-lock" style poly biohazard pouches. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The damage to the balloon device is presenting a constraint condition, preventing the separation of the two devices. The specimen wire is constrained within the balloon device with the distal 67.0cm extending from the distal end of the balloon. The inner lumen of the balloon device presents accordion-like bunching 10.7 to 29.5cm from the balloon device distal tip resulting in localized reduced inside diameters. The outer tubing of the balloon device presents ductile tensile overload stretch damage from 44.6 to 48.3cm from the device distal tip resulting in localized reduced outside and inside diameters. The specimen wire presents numerous bends scattered over the length of the wire and stretched coil wraps immediately distal of the proximal coil to core wire joint. All joints appear correct and intact. Except where noted, the specimen wire appears visually and dimensionally correct. The device instructions for use under the preparation for use section states, "inspect and prepare the catheter to be used according to the manufacturer's instructions. This includes flushing the catheter to be used with a saline solution." The device instructions for use also states under the precaution section, "free movement of the guidewire within a catheter is an important feature of a steerable guidewire system because it gives the user valuable tactile information. Test the system for any resistance prior to use." Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. At this time it is not possible to assign a definitive root cause for the event as reported. Based on the information provided to date, it appears that clinical and/or procedural factors impacted on the event as reported. If there is any further relevant information provided, a follow up medwatch report will be submitted.